Manufacturer narrative:
Patient identifier (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; painful intercourse; difficulties with bowel motions; recurrent incontinence; aggravated incontinence. Nonsurgical treatments:the patient was treated with physiotherapy treatment (including pelvic floor exercises or training) for purpose: strengthen muscles.